Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscoic valve load inspection was performed and confirmed a succes sful load. Pre balloon aortic valvuloplasty (bav) was performed twice prior to the valve implant because the balloon migrated ventricular during the first dilatation attempt. Per the provided images, the valve was deployed just prior to the point of no recapture a nd appeared to be significantly under expanded and with a suspected infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. There is evidence that the system was removed and another balloon valvuloplasty was performed. However, there is no evidence or documentation that a new valve was loaded prior to the following deployment attempt. Of note, as stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. During the subsequent deployment attempt, a more severe infold is noted on fluoroscopy. The infolded valve was not released, and fluoroscopy supported that a new valve was loaded and confirmed a successful load. The new valve was deployed just prior to the point of no recapture at an adequate depth and with the provided images appeared to be under expanded in the cusp overlap view but expanded in the left anterior oblique view. Subsequently, the valve was released, and a post implant dilatation was performed to expand the valve. Final angiogram confirmed good expansion of the valve with no significant aortic regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured three times and was retrieved from the patient. An infold was observed after the valve was deployed outside of the patient. Subsequently a new valve was used. No adverse patient effects were reported. Additional information was received which reported that the loading was successful. Crown overlap was noted involving two nodes. The infold was identified following the third recapture. The first recapture was carried out due to the cusp overlap projection being too deep and with little opening, the second recapture was performed as the valve dislodged, the third recapture was carried out due to the lack of expansion of the valve and its instability. It was noted that a pre-balloon dilation was carried out with a 20 mm balloon which was insufficient and caused the fold in the recapture. After the infolded valve was recaptured and withdrawn, an additional pre-dilation was performed using a 25 mm balloon. A procedural delay was noted as a result of the infold and the requirement for a second balloon dilation.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.